Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008 the patient presented with the following pre-op diagnosis: lumbar degenerative disc disease with stenosis, l4-5. The patient underwent: 1. Arthrodesis, posterior interbody, l4-5. 2. Application of an intervertebral device peek cage 14 by 30, l4-5. 3. Posterior non-segmental instrumentation , l4-5. 4. Posterolateral arthrodesis, l4-5. 5. Autograft. 6. Neuromuscular junction testing l4 and l5 nerve. 7. Intraoperative neurophysiologic testing, 1 hour. 8. H reflex assessment of gastroc. 9. H reflex assessment of intrinsic small muscles. Asper op notes, interspace fusion: after removing the entire disk at l4-5, the anterior aspect of the disk space was packed with both local bone graft and autologous cortical cancellous bone. Then a 14 mm peek cage was packed with rh-bmp2/acs and placed and confirmed with fluoroscopy. Pedicle screw placement: 4 screws were used. Then a quarter inch rod was placed under compression. Then at l4-5 rh-bmp2/acs cortical cancellous allograft was placed in the lateral gutters of transverse processes. There were no patient complications. Post-operatively, patient sustained unspecified injuries